Event description:
MFR report #: ca-septodont (B)(4) #1: exposure to device contaminated with body fluid v27.0 (it happened after use in a patient.): from to - serious - unknown #2: accidental needle stick v27.0 (upon recapping, the needle came through the cap and caused a needle stick injury; injured right thumb.): from to - not serious - unknown #3: device material punctured v27.0 (the needle came through the cap; needle punctured through lid cap.): from to - not serious - unknown #4: needle bent v27.0 (needle bent (in pictures)): from to - not serious - unknown

Manufacturer narrative:
Reprocessed: unk